Event description:
It was reported the insulin pump alarmed button error and it's not working. Customer's blood glucose was 2.0mmol/l. Customer was advised to revert to back up planed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump has with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.